Event description:
Per independent repair center statement the unit was noisy. The key failure was the compressor was noisy. Additional malfunctions include the hose clamp was leaking, the power switch would not alarm, and the pm kit was dirty.